Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. The cylinder and pump were removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The explanted cylinder was returned and microscopically inspected, and leak tested. Microscope examination revealed that the cylinder kink resistant tubing (krt) had a hole from wear and had wear at fold in the proximal end, middle, and distal end of the cylinder body. The leakage test revealed that the cylinder krt leaked due to fatigue. The pump was microscopically inspected, leak, and functionally tested. Microscope examination revealed that contamination (bodily fluid) was found within the pump. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leakage test. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results, the reason for the mechanical issue and the hole/perforation was most likely determined to be the cylinder krt leak from the functional test performed; therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. The cylinder and pump were removed and replaced with no patient complications.